Manufacturer narrative:
(B)(4). At this time, vyaire medical has no received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the flow meter was not stable. The flow meter jumps around from 8-10 lmp. There was no patient involvement associated with this reported event, this issue occurred during checkout.